Manufacturer narrative:
Correction: on may 04 2016, MDR-3009897021-2016-00023_95268-iss_fu1 date of event submitted incorrectly stated (B)(6) 2016. The correct date of the event is (B)(6) 2016 as previously reported in MDR-3009897021-2016-00023_95268-iss submiited on apr 06 2016. Based on the date correction, kci's assessment remains the same; this was not a reportable event as the physician confirmed he did not believe the product had a negative impact on the patient outcome.

Manufacturer narrative:
Based on the information provided it cannot be determined that the alleged pus with pseudomonas odor is related to v.a.c.® therapy. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Dressing not returned.

Event description:
On mar 18 2016, the following information was reported to kci by the wound care nurse: an orthopedic nurse alleged having a "poor outcome" with prevena customizable dressing. The nurse reported the patient underwent knee surgery on (B)(6) 2016, and presented with a prevena customizable placed over the suture line. It was noted that the patient had a drain located 5cm distally from the dressing. On (B)(6) 2016, the nurse responded to a device alarm. The visicheck showed a "good" seal so they used the "connector/adaptor and hook patient up to a v.a.c. Ulta." The dressing remained in situ until (B)(6) 2016, and upon dressing removal, the dressing was full of pus and allegedly had a "pseudomonas odor" to it. It was noted that no pus was in the canister and no blockage alarm had gone off. The pus was observed around the incision line and not around the drain site. The patient did not show any signs of an infection since the patient was already being treated with a double dose of antibiotics. Then nurse alleged this has slowed down the healing for this patient. On apr 01 2016, the following information was provided by a kci representative: the kci representative met with the clinician on thursday mar 31 2016 and when they met the clinician had time to reflect on the case reported and advised the patient has a complex medical history and that she is unsure to which extent the prevena customizable dressing had contributed to the adverse event. No additional information is available. The prevena customizable dressing lot number was not provided, therefore a device history review could not be performed. Since the unit's serial number was not provided, kci cannot conduct a device evaluation of the unit.

Manufacturer narrative:
Based on the additional information obtained, kci determined no adverse effect resulted from v.a.c.® therapy use.

Event description:
On apr 29 2016, kci received the following information: the physician confirmed he did not believe the product had a negative impact on the patient outcome.